Event description:
Additional information was received that per the physician, the patient's calcified valve including a calcific spur extending from the non-coronary cusp (ncc) into the left ventricular outflow tract (lvot) contributed to the valve infold. A procedural delay of 10 minutes resulted from the infold.

Manufacturer narrative:
Updated data: b5 h2 h3 h4 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 image review: 11 fluoroscopic cine loops of the implant procedure were provided for review of the event described above. Patient summary was not provided for anatomical review. No misload was detected in the fluoroscopic-check. And based on the very likely occurrence of an infolding, the implant team acted according to medtronic recommendation by replacing the evolut system with a new one. The infold and resulting paravalvular leak (pvl) was likely caused by a combination of the unfavorable patient anatomy (severely calcified valve) and strong forward push on the catheter and valve. A device relationship cannot be established. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded within the capsule of the delivery system. Deployment was performed by the galway return product analysis (rpa) lab, after which the valve was forwarded to the santa ana rpa lab. Upon receipt, the valve was enclosed in a heart valve return kit jar and fully submerged in a dark, cloudy 0.2% glutaraldehyde solution. Remnants of coagulated blood were noted on the valve¿s frame and tissue. The valve was received in a compressed state with a fold from the waist to the inflow. The outflow aspect appeared elliptical with inflow aspect showing a reniform appearance. As received, all leaflets appeared in a partially open position. Leaflets were stiff at receipt resulting in an incomplete closure. All leaflets appear wrinkled and creased along with frame imprints, showing evidence that the valve set in a crimped position for an unknown duration of time. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded with the outflow and inflow aspects resolving. However, the valve appeared to retain a compressed state, likely attributable to the valve being inside the capsule of the delivery system for an unknown duration of time. At receipt, both paddles showed small bends; however, the observed bends resolved after warm saline submersion. No damages such as bends or kinks were noted on the frame after warm saline submersion. Due to the returned condition of the valve, a deployment simulation to simulate the reported infold could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012914430); product type: 0195-heart valves; product ID evfxplus-34 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025 product ID d-evolutfx-34 (0012752491); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a trans-axillary transcatheter aortic valve replacement was performed in a patient with an annular perimeter of 26.8 mm and a heavily calcified valve, including a calcific spur extending from the non-coronary cusp (ncc) into the left ventricular outflow tract (lvot). The axillary approach was chosen due to severe calcification of both the left and right iliac arteries, which had previously undergone bifurcation stenting. The maximum vessel diameter was estimated at 3-4 mm. Vascular access was achieved without complications. A pre-implant balloon dilatation was conducted with a 25/40 mm non-medtronic balloon via a 14 fr non-medtronic sheath. The load check of the valve was satisfactory. The first deployment resulted in a position that was slightly too deep at approximately 5 mm at the ncc and 8 mm at the left coronary cusp (lcc). After the first recapture, the second attempt resulted in a position that was too high at approximately 1 mm at the ncc and 3 mm at the lcc. This led to a second recapture. On the third release, incomplete deployment and a suspected infold occurred, resulting in severe paravalvular leak (pvl). Therefore, the valve was recaptured and withdrawn from the patient. The decision was made to use a completely new valve system. The load check for the second evfxplus-34 valve was satisfactory. The valve was deployed at approximately 4 mm at the ncc and 5-6 mm at the lcc. Angiography and transesophageal echocardiography confirmed mild pvl. The pvl was treated with a post-implant balloon dilatation using a new 25 mm non-medtronic balloon. This resulted in slight improvement as the final outcome.